Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5c261. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. He device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the physician was using the device with a blue reload did not fire all the way across. A new stapler and reload were opened to complete the case. It is unknown if the procedure was successfully completed. There were no adverse patient consequences.